Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that therapy had not been effective since implant. There was pressure to the bladder and leakage, and then the ability to urinate would cut off. It had recently gotten worse in both day and night. The patient also noted she got a terrible pain in her heel in the middle of the night to signal to her when to go to the bathroom. She had changed programs in the past, which had helped for a time. There was a loss or change of therapy. In the past sometimes she had felt stimulation but it would go away. She currently did not feel stimulation and therapy was not on. Turning therapy on did not resolve the situation. The implantable neurostimulator (ins) was turned on and increased from 0.6 to 1.5, which was strong but comfortable. Therapy was not effective since implant, (B)(6) 2015. The pain in the heel started sometime after implant in 2015. The symptoms got worse 2-3 days ago in (B)(6) 2016. The patient mentioned unrelated medical history that was prior to implant, which included sleep apnea/tiredness, poor circulation in the leg from chemotherapy, feet and fingers being numb, heart issue from it, infections, 4 stages of cancer, further chemotherapy, being on detoxifying therapy/pills that made her urine clear, an "extensive" bladder/bowel dysfunction/sacral nerve stim tightening procedure, and a mesh that was messed up. Four (4) days later on (B)(6) 2016 the patient reported that there was a jabbing pain in her "pee area." She could barely move because of the pain. The pain was continuous. She needed assistance turning the implant off. The patient was helped decreasing stimulation to 0.0v and confirmed that the implant was turned off. It was reported that her implant was still not helping with her bladder symptoms. There was no fall or trauma that could be related to this issue. The patient had a catheter put in yesterday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.